Manufacturer narrative:
The customer already performed turb diff pressure and exhl pressure calibration which did not resolve the issue and ordering replacement mainboard. No product has been returned for evaluation therefore, a definitive root cause could not be determined and corrective or preventive action is not indicated at this time.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was getting high positive end expiratory pressure (peep) and high peak inspiratory pressure (pip). The customer confirmed that there was no patient involvement associated with the reported event.